Event description:
It was reported that during an unknown procedure, the device would not form the clips. It was noted that a new device was used to complete the case. There was no patient consequence reported.